Manufacturer narrative:
Correction: h3 updated to yes.

Event description:
It was reported that the patient's blood glucose levels rose to 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for leaking insulin during wear. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation of the returned device found a tears in the exposed portion of the soft cannula that contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.